Event description:
Lead was explanted due to not in a conduction system pacing position, and was replaced with a lbbap lead. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 42 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation and conductor coil were found squeezed and deformed 33 cm proximal to the lead tip and several cuts into the insulation were found. These damages probably occurred during the extraction procedure due to surgery tools. Furthermore, the lead tip and fixation helix were found deformed, these deformations most likely resulted from tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.